Event description:
The rotator on the stopcock broke while injecting contrast media during a left ventriculogram procedure. Injector settings- 12ml/sec, 36ml, 1000 psi change to 800 psi when injecting contrast media. No report of harm or injury. The customer reported fifty-one (51) devices were defective, but did not provide any additional info for each event. The customer did say they were required to repeat the procedure three (3) times on one pt. No additional info has been provided. Therefore, three (3) reports will be filed; 1721504-2010-00208, 1721504-2010-00210.

Manufacturer narrative:
Device eval: the devices have not been received for eval. A review of the device history record did not reveal any exception documents. Device history record was reviewed. Conclusion: a follow-up report will be submitted when the device eval has been completed.